Event description:
T was reported via repair work order that the bed lift was stuck in high height due to a faulty control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.